Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: dislodged stent remains in the pt's anatomy. Device issue: stent dislodgement. It was reported that the 2.25 x 08 mm mini vision stent delivery system (sds) was being advanced to a lesion distal to a previously implanted stent, but the stent could not cross the proximal stent. Then, upon removal of the sds, the stent implant was noted to have dislodged inside the pt's anatomy. The stent implant could not be located despite every attempt to locate it, and is believed to be somewhere in the pt's anatomy. Reportedly, the pt is in stable condition. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - it should be noted the instructions for use (IFU) states, "when treating multiple lesions, stent the distal lesion prior to stenting the proximal lesion. Stenting in this order obviates the need to cross the proximal stent in placement of the distal stent and reduces the chance of dislodging the proximal stent." Potential causes of stent dislodgement are, but not limited to, improper or inadequate crimping at the time of MFR, positive pressure at prep, negative pressure during sheath removal or forced sheath removal, interaction with other devices and/or anatomy and lesion morphology. The inability to cross/stent dislodgement in this case appears to be related to the previously implanted stent.